Manufacturer narrative:
An evaluaiton of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the screw betweeen the plate and the insert moved out of its original position and resulted in movement between the plate and the insert. Patient experienced pain and limited excercise.